Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, had an incident where she put her arm in a reaching back position and felt the implant give. Attempts have been made and no further information has been provided.

Event description:
It was reported a patient underwent a left shoulder arthroplasty one (1) month ago. Subsequently, the patient had an incident where she put her arm in a reaching back position and felt the implant give. It was later confirmed a screw fractured. Surgeon plans to revise but surgery is not scheduled yet. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2: device product code ¿ phx.. D4: product ID for five screws were provided; however, it is unknown which singular screw of the five had fractured. The product information for the remaining four screws are as follows: item #180555; lot #568490. UDI: (B)(4). Expiration date: dec 7, 2030. Item #180554; lot #182010 . UDI: (B)(4). Expiration date: oct 23, 2030. Item #180554; lot #017910. UDI: (B)(4). Expiration date: feb 2, 2031. Item #180553; lot #274460 . UDI: (B)(4). Expiration date: mar 3, 2031. D10: item #110019066; lot #196610. Item #110027734; lot #196580. Item #110031378; lot #196600. Item #00801102001; lot #63504694. Item #110034355; lot #936aaa2503. Item #110034355; lot #924aaa2503. Item #115310; lot #183440. Item #00435001313; lot #63020932. Item #00434903600; lot #64687459. H4: manufacturer date: item #180555; lot #568490 - manufacturing date: dec 7, 2020. Item #180554; lot #182010 - manufacturing date: oct 23, 2020. Item #180554; lot #017910 - manufacturing date: feb 2, 2021. Item #180553; lot #274460 - manufacturing date: mar 3, 2021. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4; b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a fractured screw that appears to be at the glenoid implant of a reverse-type shoulder arthroplasty. Implant fit and alignment cannot be determined on this single very limited image. Bone quality cannot be determined on this image. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.